Manufacturer narrative:
(B)(4). Eval summary: failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, pt anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. A review of the finished product device history record revealed no nonconforming material records associated with this report. In this case, the device registration form listed a maximum deployment pressure of 20 atm for this graftmaster stent. It should be noted that the graftmaster otw instructions for use (IFU) states: "do not exceed rated burst pressure (rbp) as indicated on product label. Use of pressures higher than specified on the product label (16 atmosphere) may possibly result in a ruptured balloon and potential intimal damage and dissection" as well as "do not exceed rated burst pressure or expand stent graft beyond 5.0mm." In this case, there was no reported balloon rupture. It is possible that the 3.0x16mm graftmaster stent was over-expanded resulting in foil damage or vessel damage that may have expanded the original perforation. However, the minimum lesion diameter (mld) after deploying the 3.5x19mm graftmaster stent, which was able to seal the perforation, was 4.65mm, which may suggest that the 3.0x16mm graftmaster was undersized even when inflated above rbp. The graftmaster otw IFU also states: "care must be taken to properly size the stent graft to ensure the stent graft is in full contact with the arterial wall upon deflation of the delivery system balloon." As this cannot be confirmed, a conclusive cause cannot be determined for the reported leak (failure to seal the perforation).

Event description:
It was reported that the left anterior descending (lad) perforation was caused by a non-av device. The 3.0 x 16 mm graftmaster was stent was placed to cover the perforation, however, it failed to seal the perforation. The 3.0 x 16 mm graftmaster was inflated to 20 atmospheres (atm), which is above rated burst pressure. A 3.5 x 19 mm graftmaster was placed to completely seal the perforation. No additional info was provided.